Event description:
It was reported that the transmitter stopped working occurred. On 05/26/2024, it was reported the dexcom device was ¿not working¿ and not providing any readings. However, no specific error, alert, or alarm could be recalled. No bg (blood glucose) meter readings were reported for this event. The patient was in a coma (due to hypoglycemia) and ems (emergency medical services) was called. Ems arrived, treated the patient with unspecified IV fluids, and then transported her to the ER (emergency room). No other event details could be recalled by the reporter. The patient was discharged home after 5 days. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.